Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis with (B)(6) in a (B)(6) male patient coincident with dianeal unknown bag therapy. This report was received by baxter (B)(4) from (B)(6). On (B)(6) 2010, the patient began treatment with dianeal unknown bag therapy (dose, frequency and lot number were not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced "acute" peritonitis, manifested by abdominal pain and was hospitalized (date not reported). The peritonitis was rated as severe. On (B)(6) 2010, the patient began remedial therapy with "vankomicin 2,7 g and 1,5 g", ip, "every 3-5 days"; and ceftazidime (mirocef) 1,5 g, once daily, ip. On (B)(6) 2010, the ceftazidime was discontinued; and on (B)(6) 2010, the "vankomicin" was discontinued. On an unreported date, the patient recovered. It was not reported whether dianeal was ongoing. The physician reported the event of bacterial peritonitis with culture (B)(6) was not related to dianeal.